Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shuts off after booting. It will not stay on. There was no patient involvement.

Manufacturer narrative:
The fat dept received part from the supplier. The supplier evaluation states the following:1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: failed stop 4.9.8 bcp, ac/bulk, (dcin/bat) (pathenable) at tp59. 3. Perform troubleshooting result: found component q35 defective. Q35 defective. The fat dept will retain this part as per procedure 0002-07-d008 aq. The fat dept received part from the supplier. The supplier evaluation states the following:1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: passed results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure 0002-07-d008.the fat dept received part from the supplier. The supplier evaluation states the following:"1. Perform visual check result: no abnormalities found 2. Board was re-tested at fct result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Fst arrived on site and verified power up failure. Unit producing system failure audible alarm. Iabp console also powers up by itself when connected to the hospital cart and ac power. Unable to access service mode. Front end and executive processor pcba were each swapped out for troubleshooting purposes. Neither resolved the issue and original pcbas were reinstalled. Backplane pcba was replaced. However system failure buzzer not functioning. System failure still occuring however fst was able to access service mode logs. Event logs recorded multiple fault code # 118. Iabp now boots up successfully but still turns off by itself when connected to the cart. Further troubleshooting generated fault code # 139. Power management pcba was replaced. Cart power up issue now resolved. Fill manifold leak test failed during functional testing. Fill valve diff. Pressure exceeded the acceptable level of ± 12mmhg. Helium fill manifold assembly was replaced. Solenoid control was replaced complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. The fat dept received part number serial number: from the supplier. The supplier evaluation states the following: 1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct . Result: failed step s0227 4.3.6 isolation valve k4 (led on). 3. Perform troubleshooting. Result: found component c38 defective. C38 defective. The fat dept will retain this part as per procedure 0002-07-d008. The fat dept received part number serial number:_edm from the supplier. The supplier evaluation states the following: 1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct. Result: failed stop 4.9.8 bcp, ac/bulk, (dcin/bat) (pathenable) at tp59. 3. Perform troubleshooting. Result: found component q35 defective. Q35 defective. The fat dept will retain this part as per procedure 0002-07-d008. The fat dept received part number: serial number:_edm from the supplier. The supplier evaluation states the following: 1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008. The fat dept received part number: serial number: from the supplier. The supplier evaluation states the following: "1. Perform visual check. Result: no abnormalities found. 2. Board was re-tested at fct result: passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure 0002-07-d008.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.